Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had a chicken wing shaped laa, with a landing zone that measured 18mm, the laa depth was 18mm, and the ostium was 29.5mm. On (B)(6) 2023, transthoracic echocardiogram (tte) showed that the device was embolized. The device went through the mitral valve and into the left ventricle and was hanging on the mitral chords. The patient remained hemodynamically stable on the implant procedure. On the same day the patient was sent to surgery to retrieve the amulet device. The patient also had a cardiac catheterization and a coronary artery bypass graft (CABG) was needed. So the retrieval of the embolized device was not considered an emergency procedure to prevent permanent impairment. The patient was reported well.

Manufacturer narrative:
An event of the device embolizing/migrating was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined but may have been as a result of difficult patient anatomy. There is no indication of a product quality issue with regards to manufacture design or labeling.